Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device had a broken and unresponsive screen that prevented navigation, and replacement was determined necessary. Symptoms included no adverse clinical effects reported. Outcomes included device replacement and user counseling that the replacement device would not be water resistant and that backup therapy should be in place. Investigation included remote troubleshooting, verification of shipping details, and instruction to sync data and shut down the device prior to return. Investigation of this device revealed a device display failure consistent with screen damage, rendering the user interface nonfunctional. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the device screen leading to loss of function.